Event description:
The customer reported device immediately alarmed out and device logs confirm the air compressor failed. Upon pump return, the pneumatic assembly was removed and tested under a flow hood to confirm the air compressor was indeed at fault. In the course of testing the pneumatic assembly the ipc midway connection needed to be cut to remove the pneumatic assembly. The ipc midway connection was replaced.

Event description:
The following has been reported: biomed reported: staff reported some pumps having alarms after power cycles and cleaning, attached are the logs please evaluate. No patient harm or stoppage of infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.